Manufacturer narrative:
A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the peeling cement was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope exhibited peeling cement on the objective lens. There was no patient involvement.